Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 12mmol/l. It was reported top of the reservoir chipped off and the rubber band on inside has come loose and it is hard to but the reservoir in. The reservoir does not lock in place. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.